Manufacturer narrative:
Analysis of the catheter model# 8781, serial# (B)(4), found an area of kinks near holes in the catheter. The collet was also found to be not fully locked into place on one side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the pre-operative diagnosis included 'scar tissue sheath over the tip of the catheter diagnosed with a dye study at the office. It was further reported the patient reported an episode of altered mental status, severe lethargy, and increased pain on (B)(6) 2015. The patient presented to the emergency department and was given hydromorphone and valium and was discharged. The patient was instructed to present to the clinic for evaluation. At the clinic on (B)(6) 2015 the patient reported sedation, hallucinating, and 'head jerking.' The intrathecal continuous rate was decreased 57%. The clinical diagnosis was noted as intrathecal medication side effects and possibly related to the drugs morphine and bupivacaine with the drug action that caused the event noted as no change in drug. The patient was scheduled for a catheter revision. The patient had already had a failed dye study and the symptoms expedited the scheduling. No further complications were anticipated/reported.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the catheter migration was not determined. The catheter was spliced on (B)(6)-2015. The event resolved without sequela.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via psr (product surveillance registry) regarding a patient receiving intrathecal baclofen in an implanted infusion pump for non-malignant pain. As of (B)(6) 2015, the pump was programmed to simple continuous mode delivering compounded baclofen (150mcg/ml, 55.64 mcg/day), morphine (1.0mg/ml , 0.3710 mg/day), and bupivacaine (30mg/ml, 11.129 mg/day). On an unspecified date, the patient experienced bilateral lower extremity numbness and decreased pain relief. On (B)(6) 2015, a catheter access port (cap) contrast study was performed. The hcp was unable to aspirate more than 0.1ml of fluid; catheter occlusion. Dye injected was "loculated on right with catheter tip in right gutter and slow to disperse." Results of the study showed catheter migration/dislodgement. It was further noted that regarding the "umbrellad cath", the distal segment of catheter was replaced. The catheter was returned to the manufacturer. The event was ongoing; considered related to the device or therapy and not related to the implant procedure. Dosing: on (B)(6) 2015, the pump was programmed to deliver baclofen 67.71 mcg/day, morphine 0.4514 mg/day and bupivacaine 13.542 mg/day. It was noted pa (patient activated) dosing was enabled with the dose occurring over the course of three minutes and a maximum of 8 doses/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.